Manufacturer narrative:
Sections with additional information as of 06-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure the patient's products resolved the initial concern after battery change - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 04/23/2021 and open vial date is undisclosed.